Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic, non-dependent patient presented to the clinic for routine follow-up. Episodes of non-sustained rv oversensing due to intermittent far-field p-wave oversensing was observed on the ventricular channel. Programming change was made.

Event description:
New information received indicated that the recommended programming change was not yet made; previous event noted programming change was made. The same recommended programming was suggested during a subsequent follow-up. The asymptomatic patient was already sent home and the suggested programming will be noted for the next follow-up.